Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event; battery drawer is contaminated. Upper case is broken and lower case is broken/contaminated. Battery release and lead flex cover are contaminated. The ring is bent. Serial number label is out of specification (cosmetic). Ring cover is broken.

Event description:
It was reported that the battery drawer on the external pulse generator would not open, that it was jammed. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.